Manufacturer narrative:
The visao was received with corroded nose bearings. Customer¿s complaint concerning heat has been confirmed. Device is extremely noisy. The temperature test results: stopped test since temperature exceeded 118f within 5 seconds. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was heating up and leaking. There was no patient impact.